Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a shocking/jolting sensation along with a fading sensation which started in (B)(6). It was also noted that the patient had fallen in (B)(6) and was reprogrammed at that time due to stimulation in the wrong location. Now, when the patient turned the device on, she felt a shock that almost knocked her out of her chair. The device was turning off and on during the day, but this was further clarified as the stimulation will be present for half an hour, but then fades to off. However, the device stays turned on, but the patient does not feel the stimulation. The patient was redirected to her physician. Additional information was requested.